Manufacturer narrative:
The device was received at zoll medical canada. The customer's report was duplicated and the processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.